Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesions were located in the moderately tortuous and severely calcified iliac artery, superficial femoral artery, and vessel below the knee. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem. Another 3.0mm x 220mm x 150cm coyote balloon catheter was advanced; however, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesions were located in the moderately tortuous and severely calcified iliac artery, superficial femoral artery, and vessel below the knee. A 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem. Another 3.0mm x 220mm x 150cm coyote balloon catheter was advanced; however, during initial inflation at 8 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition. It was further reported that a 3.0mm x 220mm x 150cm coyote balloon catheter was used first in the vessel below the knee and then, a 7.0mmx60mmx135cm sterling balloon catheter was used in the iliac artery.

Manufacturer narrative:
(E1) initial reporter address 1: (B)(6) updated b5: describe event or problem.